Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Internal visual inspection was performed and failed due to damaged battery. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be damaged battery. No injury or medical intervention was reported.